Manufacturer narrative:
The quattro catheter used at the time of the event will not be returned for evaluation, it has been likely disposed. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. The reported event is probably related to the quattro catheter due to relevant timing and location. At the same time, the patient's clinical acute condition made the patient predisposed to thrombogenicity and development of thrombus, as a common complication is such patients, and this event is probably related to the patient's clinical condition as well.

Event description:
As reported, the patient admitted with known clinical history of sepsis and peritonitis, and systematically anticoagulated with high dose of heparin infusions was inserted a quattro catheter in the left femoral vein without issue and received ivtm therapy. On day 5 of therapy, the patient was sent for x-ray and a deep vein thrombosis (dvt) was discovered. Following this, ivtm therapy was placed on hold, and in response to the dvt, the patient received another high dosage of heparin infusions. Another catheter was placed on the right femoral vein to continue therapy. No further issue was reported. Patient reported in good condition.